Event description:
Report provided by the end user states that they are experiencing a half inch border of blistered skin from 12 to 4 o'clock. The end use has had this issue for a number of years. Cleans skin with water. Applies a barrier wipe then ostomy powder. Changes every 2 days. The end user saw a gi doctor and was referred to a dermatologist. The end user states that the dermatologist did not offer any interventions. Alternate products were sent and reviewed appliance change good practices. The pt's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.